Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the lot was fond to be conforming to specifications. If more information is reported, a supplemental MDR will be updated.

Event description:
It was reported by an onkos sales representative, that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to unknown reasons. This report captures eleos tibial hinge. This event will be reported as a serious injury due to the revision procedure.